Event description:
The end user reported after unloading a patient from the ambulance at the hospital, the stretcher allegedly lowered an estimated 6-8 inches abruptly and then proceeded to shutter when being lowered further. It was confirmed the patient was not injured as a result of the incident and they were able to complete the transport into the hospital.